Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical record, there is no revision notes provided or reported. Clinic visits reported of discomfort, clicking and popping. It was also stated that patient has fallen twice and walk with a limp. X-ray showed heterotopic ossification near the greater trochanter. Patient is status post bilateral total hip arthroplasties with bilateral greater trochanteric bursitis. Laboratory result for cobalt-chromium ions were above 7ppb.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation records allege defective implants, injury, pain, swelling, bursitis, lack of mobility, metallosis, emotional distress and exposure to excessive levels of chromium and cobalt ions. Doi: (B)(6), 2009 ; dor: not reported (left hip). Patient is bilateral, see (B)(4) for right side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. 11/14/2018: lot numbers and additional information received. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.